Event description:
A report was received that the patient underwent an explant procedure due to signs of more infection. Antibiotics were prescribed. The physician believed that the infection was procedure related and not device related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile; model #: sc-4301, serial/lot #: (B)(4), description: 1cm split suture sleeve; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.